Event description:
Related manufacturing number: 2017865-2021-36177 new information received on (B)(6) 2021, indicates that during the replacement procedure, it was noted that the right ventricular lead was attached to the left ventricular lead. While removing the left ventricular lead, the right ventricular lead was dislodged and intermittent capture was noted. The lead could not be repositioned due to a helix issue. The left ventricular lead and right ventricular lead were replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic with a left ventricular lead that exhibited loss of capture and dislodgement. No resolution was reported, and the patient was stable.